Event description:
It was reported by the contact that the customer received two altitude alarms during basal delivery. Reportedly, there was a temporary delay in resuming insulin delivery. The customer's blood glucose was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.